Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited high out of range shock impedance measurements. Pacing impedance measurements and sensing measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead will continue to be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.